Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 30 degree endoscope plus was used for a surgical task and the up-down spinner continued to spin. The use of the instrument was discontinued, and it was replaced with a backup. The procedure was completed using the same system. There was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed and found with a camera instrument adapter defect. The endoscope was placed through the friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was also found with aea (endoscope adapter) bearing contributing to friction. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. The complaint was confirmed by failure analysis.